Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)), smartablate generator (model# unknown and serial# unknown), smartablate pump (model# unknown and serial# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a female patient, approximately 30-40 years of age, underwent an ablation procedure for supraventricular tachycardia (svt) with an ez steer nav bi-directional electrophysiology catheter and suffered a heart block requiring hospitalization. Three days post-procedure, the patient was readmitted to the hospital with complaints of heart palpitations. A heart block was confirmed via echocardiogram. There is no information regarding the medical intervention. Patient was reported to be in stable condition at the time this complaint was reported. The patient required readmission to the hospital for an unknown amount of time. The physician's opinion regarding the cause of the adverse event was that ablation occurred in close proximity to the av node/bundle of his.